Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr, qc 2: 5.3 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results with coaguchek xs meter serial number (B)(4). The result from the meter at 11:23 a.m. Was 6.9 inr. The result from the meter at 12:20 p.m. Was 3.9 inr. The customer was tested using a non-roche meter at 3:00 p.m. With a result of 3.1 inr. The customer's nurse believed the 3.1 inr to be the correct result. The customer¿s therapeutic range is 2.0-3.0 inr.